Event description:
Malfunction of external pacemaker during cardiac arrest. Pacer would function intermittantly. Started up initially then would quit. A second external pacer was obtained and functioned however pt was unable to be resuscitated and expired. Preventative maintenance checks were up to date. 7/9/93.